Manufacturer narrative:
Additional info: g4, h3, h6(fdm) h3 evaluation summary: the sample has been deemed lost at this time and if located, the file will be reopened at that time. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Records from each manufacturing lot/serial are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused an ulcer tongue laceration to an animal.